Event description:
The product was evaluated. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot were performed and failed due to receiver not turning on. Performance data was not reviewed due to receiver not turning on. The receiver case was open and an internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).